Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis for patient interface (s/n: (B)(6)) found that unit presented with sw 1.7.5. And no fault found. Applicable annex codes are c19, d20. Product analysis for patient interface (s/n: (B)(6)) found that unit presented with sw 1.7.5. Error code message stim pcba board failure and defective cable connector on main pcba board. Applicable annex codes are c0201 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interfaces had alleged malfunction. There was no known patient impact.